Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "during implantation, the bolt from this restoration cone body snapped. The surgeon was tightening down with the driver. Attempted to get the construct out, could not, was implanted satisfactorily, so left it as it was with the broken bolt."